Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed (desires essure removal)') in an adult female patient who had essure (batch no. 626636-not valid,626143) inserted for female sterilisation. The patient's concurrent conditions included recurrent infection and abdominal adhesions. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy, bilateral with essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per mr-date: (B)(6) 2007- 1st attempt at essure procedure: product not opened or placed. Both tubal ostia seen. Patient had a vagal episode and passed out. Procedure terminated. Date: (B)(6) 2007- 2nd attempt at essure procedure. Trailing length number of coils: right side: 4 left side: 1. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "medical device removal ". Lot number ( 626636 )is not valid. Lot number: 626143, manufacturing date: 2007/10, expiration date: 2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed (desires essure removal)') in an adult female patient who had essure (batch no. 626636-not valid,626143) inserted for female sterilisation. The patient's concurrent conditions included recurrent infection and abdominal adhesions. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy, bilateral with essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per mr-date: (B)(6) 2007- 1st attempt at essure procedure: product not opened or placed. Both tubal ostia seen. Patient had a vagal episode and passed out. Procedure terminated. Date: (B)(6) 2007- 2nd attempt at essure procedure. Trailing length number of coils: right side: 4 left side: 1. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "medical device removal ". Lot number ( 626636 ) is not valid. Most recent follow-up information incorporated above includes: on 11-jan-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed (desires essure removal)') in an adult female patient who had essure (batch no. 626143, 626636) inserted for female sterilisation. The patient's concurrent conditions included recurrent infection and abdominal adhesions. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy, bilateral with essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per mr-date: (B)(6) 2007- 1st attempt at essure procedure: product not opened or placed. Both tubal ostia seen. Patient had a vagal episode and passed out. Procedure terminated. Date: (B)(6) 2007- 2nd attempt at essure procedure trailing length number of coils: right side: 4 left side: 1. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "medical device removal ". Most recent follow-up information incorporated above includes: on 4-jan-2021: medical record received. Essure lot number was added. This case is medically confirmed. Patient demographic, essure removal date, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.